Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. Images were not provided. Medical records were provided and reviewed. Subsequently, two months post filter deployment, patient had pulmonary embolism and patient successfully underwent exploratory laparotomy, total abdominal hysterectomy and other medical procedures. Approximately, seven months later, patient presented for filter retrieval. The attempts made to engage the filter apex was unsuccessful. Attempts were made to place the guidewire adjacent to the filter apex which was angulated posteriorly and to patient's right side. After passing guide wire, balloon dilatation was performed in order to try to free the cephalad filter apex which was not successful. Hence, it was decided to abort the procedure. Therefore, the investigation is confirmed for filter tilt and retrieval difficulties. Additionally, it can be confirmed that the patient experienced pe post deployment. However, the relationship to the filter is unknown. Per medical records, multiple attempts were made to engage the apex of the filter using snare and guide wires but were unsuccessful due to filter tilt. This could have contributed to the retrieval difficulties. However, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: 05/2013).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter tilted and embedded in the wall of ivc. The device has not been removed after an attempted but unsuccessful percutaneous removal procedure. The current status of the patient is unknown.